Manufacturer narrative:
Patient was revised to address cup malpositioning, pain and instability. Update recv'd 03/27/2014 - patient's medical records were received. Records indicate upon revision the patient was found to have a black stained soft tissue mass, consistent with metallosis. The head and liner are being reported at this time. Update rec'd 04/01/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from large amounts of toxic cobalt -chromium metal ions and particles to be released into the blood, tissue and bone, discomfort and inflammation. Doi: 2003 dor: (B)(6) 2014 (left hip). Doi: 2003 (updated 04/15/2015 from (B)(6) 2014 medical records). The devices associated with this report were not returned. A complaint database search found one additional complaint against the 1066796 lot code. Per wi-3430, a review of the device history records is no longer required for this product. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. It cannot be determined with the information provided that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address cup malpositioning, pain and instability. Update rec'd (B)(4) 2014 - patient's medical records were received. Records indicate upon revision the patient was found to have a black stained soft tissue mass, consistent with metallosis. The head and liner are being reported at this time. Complaint updated (B)(4) 2014.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found one additional complaint against the 1066796 lot code. Per wi-3430, a review of the device history records is no longer required for this product. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. It cannot be determined with the information provided that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, and metallosis.